Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a replace battery alarm and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries and restarting pump. Customer did not try a replacement battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. After multiple new batteries and battery cap failed batt test alarm persisted. Unable to perform self test, sleep and active current measurement test due to constant failed batt test alarm. However, unit was able to download successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The adapt tool recorded low battery on (B)(6) 2025 18:49:00.000, (B)(6) 2025 18:24:01.000, (B)(6) 2025 20:16:00.000 and on (B)(6) 2025 05:32:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, after reinserting new battery unit persisted on failed batt test alarms. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of, internal battery, external battery tube, extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component. It was determined after deconstructive analysis that pcba1 was at fault. Isolate to pcba1. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube) and scratched case. In conclusion, customer concern was confirmed of constant failed battery alarm. Isolate to pcb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.